Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the trocar cannula broke when removing it from the eye at the end of a vitreo-retinal procedure. Only the head remained and the metal cannula body was not found. The surgeon could not locate the cannula body. There was no harm to the patient reported. No additional information is expected.

Manufacturer narrative:
No sample has been returned for evaluation for the report of broken cannula; therefore, the condition of the product could not be verified. A photo of the product is attached to the parent complaint and has been reviewed by the manufacturing site. One full trocar cannula/hub assembly is seen and one singular hub, missing the cannula is seen. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The provided photo confirms the broken cannula as was reported, however, a sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar cannula/hub assemblies are 100% inspected by trained operators for any separation between the cannula and the hub. Any nonconformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.